Event description:
It was reported to ventec that the device powered off unexpectedly during use. The initial reporter advised ventec that a staff member heard "strange beeping" and that the external alarm was triggered in the hallway. Upon entering the residents room, the respiratory therapists (rts) observed that the device's screen was black, and quickly turned blue. This behavior is indicative of a device reboot. The rts attempted to troubleshoot the device, but elected to place the resident on a different ventilator for support. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. The initial reporter advised that the resident had "no issues" as a result of the reported issue.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it powering off and rebooting unexpectedly was duplicated and confirmed. Ventec downloaded the device's electronic records (system logs) for analysis and observed that it had logged multiple reboot events. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was due to an intermittent internal short on the 3.3v rail on the control board.